Event description:
Package labeling. Always brand menstrual pads and luvs disposable diapers cause skin irritation in many people. This info has been distributed over the internet and corresponds to rptr's own experience and experience of many other people with whom they have corresponded. Also a study was done in canada involving dozens of people, which confirmed the undesirability of always pads. Rptr feels if a product causes discomfort in the area of the body involved with menstrual pads or disposable diapers and it is actually caused by a product used commonly by millions of people the package should be labeled to alert them to the cause of their problem. At the present time the cause is a mystery, which is solvable with a little knowledge. Rptr has been informed that many drs advise their women pts not to use always brand menstrual pads. Rptr recently learned that proctor and gamble, the owners of the patents for the products are licensing the technology to other firms who will distribute them under their own labels. Rptr looked up the patents pertaining to always sanitary napkins and one of them -5,431,643- states: -a vast understatement- although effective in the transfer of bodily fluids away from the wearer's skin, it has been learned that some users find it psychologically and/or physically undesirable to employ a material which is plastic in direct contact with their skin. United states pt 5,431,643-that patent document also states that titanium dioxide is applied to the plastic covering for pleasing appearance. Titanium dioxide is a paint ingredient and can produce skin irritation. The patent documents rptr had read pertaining to always sanitary napkins seem to state in essence that liquid is actually suctioned from the skin of the wearer. That can lead to very unpleasant effects such as vulvodynia which is a huge problem with hundreds of thousands or more women. Also used is a surfactant which is a wetting agent but they do not mention which one is used. Some of those are also skin irritants. Rptr believes that since it is known by proctor and gamble that their product is "physically undesirable" -their own words-- actually causes rashes and yeast infections- for many people, the product should carry packaging cautions to the effect that it can be injurious to the skin of users.